Event description:
At the 3 month f/u, the x-ray revealed that one counter hook placed at the top of the construct was broken. Pt was asymptomatic. Surgeon decided to leave the implant in the pt, and monitor the pt.

Manufacturer narrative:
Investigation: the eval of the x-ray did not reveal any adverse effect or dislodging. Conclusion: no conclusion could be made as insufficient info is available to define precise root cause of this adverse event. No intervention has been required nor has the pt exhibited any negative effects because of the broken device. Implants used in surgery included: b02130005: nut, b02214535: polyaxial screw, diameter 4.5 mm, length 35 mm, b02214540: polyaxial screw, diameter 4.5 mm, length 40 mm, b02215540: polyaxial screw, diameter 5.5 mm, length 40 mm, b02215040: polyaxial screw, diameter 5.0 mm, length 40 mm, b02126026: rod 6 mm dia, 260 length, b02236001: standard connector for 6 mm diameter rod; 510k k082577, b99100210: derotation connector; 510k k082069, b02240106: pedicle hook, b02242209: short lumbar laminar counterhook, b02241106: large, polyaxial pedicular hook.